Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the reservoir compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. The customer was unscrewing the reservoir and the top part of the reservoir compartment fell off and the o ring also came off, so the customer glued it back in place and now it was wobbling and the o ring was now missing so when the customer inserted the reservoir it did not really lock into place and due to this the customer¿s blood glucose was running high. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit was received with completely broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. Unit was passed rewind test, prime/compromised force sensor system test and excessive no delivery test. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.